Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that negative pressure was held for 6 seconds and the device only partially deflated. It should be noted in the xience alpine/pro a everolimus eluting coronary stent systems instructions for use (IFU) specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. Additionally, it was reported the contrast mix ratio used was 1:2. It should be noted in the xience alpine/pro a everolimus eluting coronary stent systems IFU specifies: use 60% contrast diluted 1:1 with normal saline. It is unknown if the IFU deviations directly caused or contributed to the reported event. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, patient morphology, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the device may have interacted with the moderately calcified, moderately tortuous, 80% stenosed lesion during advancement, as resistance was noted, resulting in the reported difficult to advance/position. Further interaction with the challenging anatomy in addition to procedural technique may have contributed to the reported activation failure and deflation problem, however; without the device to examine, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, it was reported that there was resistance with the anatomy during advancement. The contrast mix was 1:2 and the device was inflated to nominal pressure. Negative pressure was held for 6 seconds and the device only partially deflated. No additional information was provided.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery that is 80% stenosed. The 2.25x23mm xience alpine stent delivery system (sds) was inflated to deploy the stent; however, the balloon would not fully deflate and the stent remain on the delivery system. Therefore, the device was removed and a new unspecified stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.